Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock channel noise that resulted in two inappropriate bursts of anti-tachycardia pacing (atp). There was no noise on the right ventricular (rv) rate/sense or right atrial (ra) lead channels. It was noted that the patient was scheduled for a clinic visit. Technircal services (ts) reviewed programming considerations. This crt-d remains in service. No adverse patient effects were reported.